Manufacturer narrative:
(B)(4). Concomitant medical products: guide catheter: heartrail2 6f jl4, stent: synergy 3.5x24. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, concentric, non-tortuous, moderately calcified, 90% stenosed lesion in the mid left anterior descending (mlad) artery. After pre-dilatation was performed with a non-abbott balloon catheter, a nc traveler 3.0 x 15 mm balloon catheter was used for additional dilatation. During the first inflation the balloon ruptured at 6 atmospheres. The device was replaced with a non-abbott 3.0 x 15 mm balloon catheter which was inflated without issue. The procedure was successfully completed after a non-abbott 3.5 x 24 mm stent was implanted. Prior to use the catheter was soaked in saline, the device was prepped (air aspiration) outside of the anatomy prior to use and no resistance was met when the protective sheath was removed or during advancement/removal of the device. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.